Event description:
Reportedly, a small piece broke off the distal end of the versaport sleeve. The staff was uncertain as to whether the piece had fallen in or outside of the patient cavity and were unable to locate piece. Procedure: lap tubal ligation. Patient status: no patient injury reported.